Event description:
The customer's physician called and reported that the numbers on the insulin pump were continuously ramping up and the buttons stopped working. The customer's blood glucose was 84 mg/dl. No significant events leading to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump exhibited no button response due to corroded keypad traces. No scrolling number display anomaly was noted. Battery out limit alarm could not be verified, due to button keypad anomaly. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.